Manufacturer narrative:
(B)(4). A visual inspection of the returned item # 42527000505 lot # 63160284 found it to exhibit signs of repeated use and the post feature has fractured off. All pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02896, 0001822565-2021-02898.

Event description:
It was reported from a wir form that persona knee instruments were returned and reported fractured. It was reported that these items are generally damaged during washing at the account and then returned to the warehouse. There was no reported patient involvement.